Event description:
It has been reported to philips that the staff noticed the flexvision monitor was blank and attempted to reboot the system. When the system as rebooted, it did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. To resolve the issue, fse replaced the flex vision pc on system, loaded software and firmware and return the part for further analysis and it was shown failed hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After replacing the flex vision pc and implanting the correction, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.